Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead on the current electrograms (egm). Also, possible intermittent t wave oversensing as well as short v-v intervals were noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was potential intermittent ventricular oversensing observed on an episode.